Manufacturer narrative:
Product analysis: pli#: 10, product ID#: 37712: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. Product ID: 3777-45; serial#: (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2024; product type: lead. Analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Analysis identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Product ID: 3777-45; serial#: (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2024; product type: lead. Analysis identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the system was replaced with a competitor device. It had stopped functioning and the leads had migrated.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011; explant date (B)(6) 2024. Brand name ; product ID 3777-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.